Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak discovered at the connection between the patient line connector of a homechoice cassette and the peritoneal dialysis (pd) transfer set. The leak was observed during dwell one of three of pd therapy and the patient was connected for therapy at the time of the event. There was no patient injury or medical intervention associated with this event. No additional information is available.